Event description:
It was reported that the device was used during a cholecystectomy procedure. The or dir was notified by the surgeon that the pt remains hospitalized with a biliary leak. No further info as to what cause or contributed to the leak and what intervention has been taken. There were no other pt consequence reported.

Manufacturer narrative:
Date sent: 6/16/2008. Info is unavailable; device was not returned for eval.